Event description:
A ventricular tachycardia episode that was treated with an external defibrillator was not available in the device memories, as expected by the physician.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.